Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s friend/family member) regarding a patient with an implantable pump for malignant pain. The pump administered morphine and another unknown drug. The drug concentrations and dose rates of both pump medications were unknown. It was reported that the patient just had magnetic resonance imaging (MRI), and got done with MRI approximately ten minutes ago. They then went to get a bolus and saw a motor stall alert on the personal therapy manager (ptm). The pump itself was not sounding an audible alarm or beeping. They tried again and it locked them out, so they assumed that meant the bolus went through so ¿maybe it was ok". The reason for MRI was unrelated to the patient¿s pump, and was due to a three year follow up scan on the cancer that the patient had. The patient was to follow up with their healthcare provider to ensure that the pump has resumed its normal functionality after the MRI. No patient symptom was reported. No further patient complications have been reported as a result of this event.